Event description:
It was reported that the subject device had noise in image. The issue was identified during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: communication error e226, scratches on the video cable and outer tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image noise was caused by the failure of the electronical component. The cause of the electronical component failure was most likely a random failure. The scratches on the video cable were caused by the failure of the universal cord. The universal cord failure was most likely caused by some kind of excessive force. The scratches on the outer tube were caused by the failure of the outer tube. The most likely cause of the outer tube failure is some kind of excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.